Event description:
It was reported that during procedure, the patient's left ventricular (lv) lead had dislodged due to a failure of removing the guidewire. The lv lead was not used. The patient was stable throughout procedure.

Manufacturer narrative:
The reported events of dislodgement and failure to remove guidewire was not confirmed. A complete lead was returned in one piece with a stylet stuck inside the lead. No guidewire returned with the lead. Visual inspection found the ptfe coating of the stylet and inner coil bunched up preventing the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. S-curve height measured to be within specification.